Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment; the hard drive was reconfigured, and the software was reloaded as a preventive measure. The system fan of the device was noisy, and it was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implantable cardioverter defibrillator (ICD) because it could not open the device-specific software. Another programmer was attempted and worked with the device. It was suggested to put the programmer into hibernation since it worked with all other devices, and to try interrogating the same type of device while in the box before returning the programmer for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.